Event description:
According to the reporter: during a laparoscopy surgery for prostate cancer, during the resection of a dorsal vein complex. For the first firing, the surgeon clamped the tissue and starting firing, however, the tissue slipped from the jaws and the stapling was loose. The handle and cartridge were replaced and the procedure was completed with no problem. The surgical time was extended by less than thirty minutes. Additional tissue resection was required due to the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The tissue did not release from the loading unit after the jaws were closed. The staple line was incomplete. There was poor staple formation, forming in 'u' shape. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired and staples were stuck to the jaws of the re-load. Pmv performed functional testing which included the reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.